Manufacturer narrative:
Evaluation summary: minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 1-2mm. Host tissue is minimal at the stent inflow and minimal to moderate the stent outflow. No inconsistencies detected in the x-ray as the wireform is intact. X-ray. Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report and discharge summary was provided. The records indicate that this patient presented with shortness of breath, heart murmur, chest pain, neck pain, diaphoresis, lightheadedness/pre-syncope and abnormal echocardiogram. The patient initially had aortic valve replacement (avr) for stenosis. He now presents with prosthetic aortic valve insufficiency and was referred for redo-avr. Operative findings indicate the ascending aorta was normal and the lv function was moderately impaired. There was poor tissue under the lm coronary artery. Left ventricular function / ejection fraction 30%. No other findings indicated. Evaluation of the subject device demonstrated host tissue growth. It has been determined that this was most likely the root cause of the reported aortic insufficiency. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 months. Through follow-up with the health-care provider, it was indicated that this event was not related to a device malfunction. Unfortunately, no other details were provided.

Manufacturer narrative:
Device evaluation anticipated; but not yet begun. Additional information regarding the event (e.g. Operative report, discharge summary, etc.) Has been requested; however, it has yet to be provided. Unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and there was no nonconformance found related to this event.